Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a small opening in their incision that was treated with antibiotics. The rep reported that it seemed to have healed, but now the patient was reporting pain under the skin at the site of the ins. The environmental/external /patient factors that may have led to the issue included that the patient drove from (B)(6) the day after implantation, and the hcp felt that it put a lot of stress on the device/incision. The patient was going to find a physician in their area of (B)(6) to address the issue. The issue was not resolved at the time of the report, and the patient was alive with no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that they had not evaluated the patient as they were not in (B)(6). The hcp stated they believed they took antibiotics to resolve the pain under the skin at the ins site. No further complications were reported.